Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported the cause of the burning in the back of their leg was unknown. They reported they saw their healthcare provider (hcp) who contacted a manufacturer representative (rep) and they were able to adjust the stimulator control and this resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was  patient (pt) said they went to lay down and "the stimulator was in the 7 range and the back of their leg started burning but they couldn't get it to quit". Pt hasn't had any falls or trauma. Pt has tried lowering stimulation and it hasn't helped. Pt was on group c with setting 1. Pt turned stimulation off during the call, and said that the burning wasn't quite as bad and just down in their ankles. Pt said they will contact their healthcare provider (hcp) about this burning sensation.